Manufacturer narrative:
Based on the information provided, it is unknown how the devices may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress anda supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was diagnosed with peritonitis during a peritoneal dialysis clinic visit, on (B)(6) 2014. The nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment and the patient did not wash their hands and did not don a mask. Effluent expressed from the peritoneal dialysis catheter on (B)(6) 2015 was cultured and grew an unknown bacilli species. On (B)(6) 2014 the patient was administered an unknown dose and frequency of cefepime and vancomycin via intraperitoneal route. There is no allegation against any fresenius product in relation to the reported event. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The patient's sign and symptoms of peritonitis, including "feeling crampy", have resolved, and the patient has completed his prescription of cefepime and vancomycin for the diagnose of peritonitis.